Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information kidney disease / toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 08/30/2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information kidney disease / toxicity. There was report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of visible foam particles. During the evaluation, secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. The third-party service center concludes that they confirm the customer's allegation and there was visible foam degradation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.